Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to pocket erosion and potential infection. Following explant on (B)(6) 2016, this device was used as an external temporary pacemaker in order to provide continued therapy to the patient until the new device system was implanted on (B)(6) 2016. The use of this pacemaker as an external temporary pacer was off label use. No additional adverse patient effects were reported.